Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational contest. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right anterior tibial (at) to posterior tibial (pt) artery with moderate to heavy calcification. The 3.0x200mm armada 18 balloon dilation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured after the first inflation at 6 atmospheres (atm). The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay reported. A non-abbott guidewire and a non-abbott balloon were used to complete the procedure. No additional information has been provided.